Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device gave an internal error and does not pass opcheck. The customer then replaced the ECG cable, and the device passed opcheck. The customer wanted the device evaluated by philips. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement.